Event description:
Customer reported presumed falsely elevated patient blood lead test with leadcare ii to their regional point of care (rpoc). Rpoc notified technical services (ts) on 05/01/2026. Ts attempted to contact the customer. Ts left a voicemail and sent a message requesting additional information including elevated patient blood lead test results, confirmatory test reports, leadcare ii analyzer serial number, and the test kit lot number. Ts called the customer on 05/04/2026. Customer reported they commonly see elevated patient blood lead test results in the range of 4 to 6 ug/dl. No specific values were provided. The customer stated they retest patients approximately 1 to 3 months after original testing when they receive elevated patient blood test results. The customer stated they then send the patient for venous confirmatory testing if the blood lead test result is reported as elevated after the second test using leadcare ii. The customer stated that leadcare ii elevated patient test results are sometimes confirmed through venous confirmatory testing, but usually confirmatory test results are "low". Ts requested a list of falsely elevated patient blood lead test results and corresponding confirmatory test results from the customer. The customer declined to provide testing results. The customer reported controls were within range on the test kit they are currently using. The customer reported controls were run initially after opening the test kit box. Control values were not provided by the customer. The customer reported they do not re-run controls monthly as they do not want to spend test kit supplies on running controls. Ts advised the customer to run controls according to the test kit package insert instructions. The customer confirmed they do not use third party micro collection devices for blood lead collection. The customer uses the capillary tubes provided in the leadcare ii test kit. During troubleshooting ts asked the customer to describe their method applied for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations cited in the IFU including: · not washing hands with soap and water · contact with skin when wiping away the first drop of blood · not filling the capillary tube to the black line. Ts instructed the customer to follow cdc recommendations for capillary blood lead collection and the blood lead test procedure provided in the package insert. Ts provided the cdc capillary collection video, cdc fingerstick poster and a link to the leadcare ii product literature. Ts contacted the customer on 05/13/2026 requesting an update on testing. The customer reported testing has been going well since reviewing the cdc recommendations for capillary blood lead collection and the leadcare ii test kit package insert with ts. The customer is satisfied.